Event description:
Per the clinic, the patient experienced soft tissue overgrowth around the abutment. The patient cannot tolerate any manipulation in the office (specific date not reported) despite multiple attempts. Subsequently, the patient was placed under general anaesthesia (specific date not reported) to remove the overlying skin covering the abutment and replace with a much longer abutment. The internal fixture remains.